Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and could not duplicate the reported issue on unit operator error.unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement.